Event description:
The customer reported "x" is blinking. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The device was evaluated on (B)(4) 2012, and the symptom was clarified as the device was rebooting and displaying a red x. The power pca was replaced to resolve the issue. The device remains at the customer site. We are considering this a malfunction of the power pca.